Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated a battery failure alarm several times. The ventilator then became inoperative and displayed an error message of "replace the device". The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the returned pneumatic interface (pi) printed circuit board (pcb). A visual inspection was performed and no anomalies were observed. The pi pcb was attached to the failure investigation test ventilator for analysis, the unit was powered up, and issues or error codes were recorded in the diagnostic logs. The ventilator was set into ventilation mode for a minimum of 24 hours, and no malfunctions or alarms were observed. The ventilator passed all testing and operates within the manufacturing specifications. The customer reported malfunction was not verified.